Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump, which resolved the issue, and advised the customer to continue using the pump while monitoring for any recurring issues.